Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 21 years post implantation due to implant failure from metal ion disease, chronic inflammation, adverse local tissue reaction, pain, and systemic problems due to metal toxicity. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a2; b5; b6; b7; d1; d2; d4; d6; g3; g4; h2; h6. D10: cat# 166322 lot# 22640 progressive por fmrl 13x145 rt. Cat# 15-105004 lot# 017880 m2a-taper liner sz 41/32.

Event description:
It was reported that a patient had an initial right metal on metal total hip arthroplasty. Subsequently, the patient was revised approximately 21 years later due to pain and elevated chromium levels. During the revision, extensive metallosis was debrided. The short external rotators were completely scarred and nonexistent. The initial stem was left intact, and the acetabular components were revised. Acetabular bone loss was mitigated with cancellous bone chips. No intraop complications were identified.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presented with symptomatic metal-on-metal disease with elevated chromium levels, pain, and severe night sweats chronically. Findings: evidence of severe metallosis with soft tissue findings with metal debris wear blackened tissue. There was some acetabular bone loss once the prosthesis was removed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.